Manufacturer narrative:
The date of event was sometime in (B)(6) 2016. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, which resulted in peritonitis. The peritonitis manifested by cloudy effluent. The patient was not hospitalized for the reported event. The treatment for the peritonitis included unspecified antibiotics (dose, route and frequency not reported). The pd therapy was ongoing. The patient recovered from the peritonitis. No additional information is available.